Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented via merlin.net transmission. Upon review of the session records, ams episodes going back to (B)(6) 2017 caused by far r-wave oversensing was noted. Programming changes were made. The patient was stable.